Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited intermittent capture. The patient experienced presyncope. No intervention was reported. No further information could be obtained.